Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the handpiece.

Event description:
The customer reported that during a procedure the device would run without user activation. A backup was used to complete the procedure. There were no adverse consequences alleged with this event.